Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic stuck to the optic. The lens was removed and replaced without enlargement of incision and the procedure was prolonged 20 minutes. There was no pt harm. An unapproved viscoelastic was used during the procedure. Additional info has been requested.

Manufacturer narrative:
A dvd, the lens, and the device were returned and evaluated. The original complaint was observed. The observations noted reasonably suggest that the damage was closely related to non-adherence to the directions for use. The use of an unapproved viscoelastic can result in lens damage or other unpredictable outcomes. The lens was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area with the distal tip adhered to the anterior surface of the optic. The optic was torn/split/cracked (possibly cut) into four pieces. No other damage was observed. The delivery system was returned. Solution other than an approved viscoelastic was dried in the device. The lens stop was not returned. The lens door was securely closed. The plunger was fully engaged. No damage was observed to the device. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. A dvd was returned and reviewed. Device preparation was not shown. When the device came into the viewing area, the tip was shown being inserted into the incision. The leading haptic was in an approved question mark shape, the optic was folded, the trailing haptic was in an acceptable position, and viscoelastic was seen in the device. The lens was delivered into the eye. The trailing haptic appeared to be stuck to the anterior surface of the optic. Multiple unsuccessful attempts were made to free the haptic from the optic with metal instruments. The lens cut into four pieces and removed through the incision. A replacement lens was then inserted into the eye with no difficulties observed. Video concluded. Additional info has been requested. (B)(4).